Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device can not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The 15mm x 1.50mm apex flex balloon was advanced to the unspecified, total occluded and moderately calcified target lesion for post-dilation. Upon 1st inflation the balloon reached 8atms and ruptured. The device was successfully removed and the procedure was completed with a different device. There were no complications reported and the patient's current condition is good.